Manufacturer narrative:
MFR reviewed x-rays of implanted device. Results - x-rays reviewed by the MFR, no gross lead discontinuities visualized. Conclusions - device failure is suspected, but did not cause or contributed to a death or serious injury.

Event description:
It was reported that pt presented high lead impedance readings during a recent office visit. There were no reports of pt manipulation or trauma that could have caused or contributed to the high impedance. The pt has experienced an increase in seizure activity in the past three months. X-rays were taken and sent to the MFR for review. The lead pin appeared to be fully inserted. The lead body was also able to be visualized and no obvious discontinuities or acute angles were noted, and the lead wires appeared to be intact at the connector pins. Additionally, there was a portion of the lead behind the generator that could not be assessed. There was no strain relief loop observed. Good faith attempts to obtain additional info have been unsuccessful to date. Revision surgery is likely.